Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a segmental resection of lung, the surgeon used the handle and reload. The surgeon noted small air leakage at the leak test. The staple lines were sutured to complete the procedure. On the next day, air leakage was noted and then re-surgery was performed. It was noted that the staple lines opened. They re-performed segmental resection and they put sealant on the staple lines and completed the case. There was tissue damage. The incision site was extended by less than 3 cm. Less than 200 cc of bleeding occurred as a result of the issue. No blood transfusion was required. They are still monitoring the patient.